Manufacturer narrative:
Date of event: the peritonitis events occurred on an unspecified date in sep 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown number of peritoneal dialysis (pd) patients experienced four episodes of peritonitis. It was further reported "2 were discounted as had not yet started pd". The cause of the events, treatment, patient hospitalization, patient outcomes and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the patient experienced bacterial peritonitis manifested by abdominal pain and cloudy fluid. The cause of event was unknown. On the same day as the event onset, the patient was treated with vancomycin (3 grams, intraperitoneal, every 7days, discontinued). The patient was recovered from the peritonitis event. Action taken with pd therapy was unknown. Should additional relevant information become available, a supplemental report will be submitted.